Event description:
It was reported that the lead was capped due to elevated/high bipolar impedance and thresholds; apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.